Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, we assume wear and tear damage with customer mishandling and with increasing use/time. Although, we were unable to determine the relevancy with this phenomenon, the customer has been advised to follow the reprocessing instructions outlined in the manual. Such events can be detected and prevented according to the following ifus: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the air/water tube of the ultrasound gastrovideoscope had foreign material and there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.